Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 295 mg/dl (aviva) and 110 mg/dl (clinic's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips are no longer available. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.